Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system. The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the device damaged by another device resulting in a single leaflet device attachment appears to be related to the user error of the second clip interacting with the first clip. In addition, procedural conditions and challenging patient anatomy likely contributed to the reported user experience. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that after the first clip was implanted, the second clip delivery system (cds) was advanced, but during positioning, knocked the first clip off one leafelt, which required the second clip for stabalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was anterior leaflet flail, with a flail. One clip (50910u118) was implanted and the mr was reduced to 3+. After the first clip was implanted, imaging had degraded significantly. The second clip delivery system (cds 50827u120) was advanced, but during positioning, the second clip knocked the first clip off of the anterior leaflet, and the clip remained only attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that positioning of the second cds was difficult due to the degraded imaging. The second clip was deployed successfully to stabilize the slda clip, and reduce the mr. With the two clips implanted, mr was reduced to 2+. No additional information was provided.